Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that approximately ten days post implant, this right ventricular lead was confirmed to have dislodged. The physician elected to surgically intervene and replace the product. The explanted lead was returned for laboratory analysis and no other adverse patient effects were reported.